Event description:
A report was received that the patient had a midline infection. Symptoms were fever, nausea and chills. It was believed that the infection was not device related. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132 , serial #: (B)(4). Description: precision spectra implantable pulse generator model #: sc-2218-50, serial #: (B)(4). Description: linear st lead, 50cm model #: sc-4316, lot #: 20757690. Description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient had a midline infection. Symptoms were fever, nausea and chills. It was believed that the infection was not device related. The patient was placed on antibiotics and underwent an explant procedure.